Event description:
A vf episode was recorded on (B)(6) 2024 and an hm alert was received on (B)(6) 2024. The episode was an intracardiac ECG with a shock lead noise-like waveform. The number of episodes with suspected noise had been gradually increasing since (B)(6) 2024. There were no significant changes in resistance or thresholds. Scheduled for removal in the near future.

Manufacturer narrative:
This lead was capped on 21-jun-2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.